Event description:
It was reported that the patient's dexcom g7 continuous glucose monitor (cgm) sensor detached during hot and humid conditions, the pump subsequently shut off, the patient dosed with a rapid-acting insulin pen while disconnected and later reconnected to the ilet and observed a high glucose reading of 400 mg/dl without interim fingerstick, which was categorized as an improper or incorrect procedure or method; no device component was implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified and attributed to failure to follow instructions, with no applicable device component involved. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.

Manufacturer narrative:
Initial.